Manufacturer narrative:
The subject device was not returned to omsc but was returned to sorc for evaluation. Sorc checked the subject device and found the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that the cause of the failure was an accidental failure or the effect of wear due to long-term use since it has been more than 9 years since the product was manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at olympus service operation repair center (sorc), it was found that the diaphragm could not move due to deterioration. There was no report of patient injury associated with the event.